Manufacturer narrative:
A review of the device history record for strattice lot sp100444 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 17/apr/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿ventral hernia¿ surgery and was implanted with strattice device on (B)(6) 2017. The patient underwent a ¿wound exploration, irrigation, wound vac placed, infection and wound deepened down to strattice mesh and fascia. Hematoma removed¿ on (B)(6) 2017. The patient also underwent an ¿excision of hernia sac and chronic fistula. Small bowel stuck and some spots taken off. Small bowel anastomosis noted and somewhat stenotic. Some old mesh incorporated into the edges of the defect¿ on (B)(6) 2019. The patient underwent an incision and drainage of old abscess, excision of seroma, excision of old mesh, dissected large seroma from the previous hernia repair on (B)(6) 2019. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿pain and suffering, small bowel abscess, seroma, fistula, adhesions. Emotional distress.¿ the form lists the conditions that were treated were ¿ventral hernia, hematoma, infection, pain¿ with approximate dates of treatment between (B)(6) 2017 and (B)(6) 2017. The patient also received treatment for ¿small bowel adhesions, fistulas, abscess, pain¿ with approximate dates of treatment between (B)(6) 2019. The ppf form also indicates the patient was implanted with a non-abbvie device, ¿gore dual mesh plus¿ on (B)(6) 2013. The form indicates that this device was removed on 20/mar/2017 due to ¿gore mesh was partially detached and was incised on (B)(6). Caused adhesions to the small bowel.¿ as reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2017. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2017. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.